Manufacturer narrative:
The initial MDR 2517506-2017-00302 was filed on march 28, 2017. Additional information (04/20/2017): the siemens headquarters support center (hsc) reviewed the event. Hsc found result monitor a was above the upper limit. Result monitor appears to have enough results to flag abnormal assay, but no tests flagged as they should. Hsc found that the result monitor was turned off. The customer turned the result monitor back on. Had the result monitor been on, all results from the suspect well set would have flagged with "abnormal assay" and been non-reportable results. Hsc stated the issue was a hydration issue of the specific well set. After the customer reseated and realigned reagent 2 and reagent 3 probes, there have not been any further issues. The cause of the discordant, falsely depressed blood urea nitrogen results is due to a hydration issue of the specific well set. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality control (qc), resulting out of range. The customer bumped into a new well, still resulting out of range. The customer used a new flex and a fresh level 3 qc, resulting within range. The customer ran qc level 1, resulting within range. The ccc reviewed the reagent probes, resulting within specifications. The ccc reviewed the system check, resulting within range. The ccc performed troubleshooting with the customer. The customer primed reagent probe 2 and reagent probe 3, and did not find any issues. The customer reseated the probes and performed alignment. The customer ran a precision study for blood urea nitrogen, resulting within range. Siemens is investigating the event.

Event description:
Discordant, falsely depressed blood urea nitrogen results were obtained on seven patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s). The customer reviewed their instrument data and found their quality control (qc) was out of range. The customer repeated the same samples on the same dimension exl with lm instrument, resulting higher. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed blood urea nitrogen results.